Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a history anomaly. The blood glucose reading was 347 mg/dl. The customer stated that when she went to deliver a bolus, the insulin pump showed 2.1 units but did not deliver insulin thereafter. She stated that in the bolus history, however, the full amount of the bolus would still show up. She complained of nausea and frequent urination as symptoms of high blood glucose. She treated with insulin pens and brought the blood glucose reading down to 78 mg/dl. Upon troubleshooting, the customer verified that the test bolus did appear correct in the bolus history. She was unable to complete troubleshooting due to lack of a tubing clamp and was advised to call back to complete troubleshooting once she obtained one. She was also advised to change the infusion set. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.